Event description:
The ceramic tip broke off resectoscope in pt during procedure. The procedure in which it is used, the surgeon has visualization of the resectoscope with a camera. The resectoscope itself has a channel in it to allow the broken pieces to flow out of the pt's bladder without causing damage. After the pieces were removed they were placed together to ensure that all were present. The surgeon did another inspection with the camera to ensure all of the pieces were removed. Lastly, upon completion of the procedure an x-ray of the pelvic was performed to ensure that no pieces were left behind. FDA safety report ID# (B)(4).